Event description:
Attempts to obtain additional information were made, but no additional information was received.

Event description:
On (B)(6) 2013 clinic notes were received dated (B)(6) 2013 which indicated that the patient has had an escalation or increase in the number of seizures ¿in every respect¿. In the previous 42 days the patient had documented 76 seizures. ¿out of those 76 seizure the patient has six of them were provoked by various kind of stimuli such as anger, perfumes, chemical, detergents and ringing of the telephone bells, etc. Remaining of the 16 seizures six of them were during sleep and five out of 16 were came without any reasons, then remains four seizures which the patient is not able to explain at present.¿ the physician stated that the patient¿s overall number of total seizures including provoked seizures, nocturnal seizures and seizure coming out of the blue frequency has gone up from 0.7 to 1.75. The nocturnal seizure frequency has gone up from 0.10 to 0.14. The physician stated that the frequency of stimulation appears to be 4.2 per day. The patient¿s settings were noted to be output=3.5ma/frequency=15hz/pulse width=250usec/on time=60sec/off time=1.8min/magnet output=3.5ma/magnet pulse width=250usec/magnet on time=14sec. It was stated that the total number of manual magnetic device stimulation appears to be 180 as compared to the patient¿s own documentation was 70. Clinic notes dated (B)(6) 2013 indicate that the patient¿s seizure frequency has decreased since in the previous 42 days he only had 18 seizures. Out of these 18 seizures, 9 were provoked and they were stopped by timely application of the vns. Out of the remaining 9 seizures, 4 were during sleep and 4 were related to anger and discussion. It was stated that the longest seizure free interval including provoked seizures appears to be 8/42 days at present and the last time they were not able to establish his longer seizure free interval. It was reported that the longest seizure free interval excluding the provoked seizures appeared to be 17/42. Since the last visit the total number of manual device application was reduced from 4.2 per day down to 0.9 per day and therefore the physician reported that the patient has shown significant improvement. The physician also noted that the seizure frequency which was 1.8 in the past is now down to 0.4. A battery life calculation was performed which showed 1.04 years remaining until eri=yes.